Event description:
Customer called reporting an alarm on his insulin pump. His blood glucose reading was 274 mg/dl and he treated with manual injection. Customer stated that insulin is squirting out during the manual prime process. He stated that prior to the alarm, the device collided with his phone in his pocket. When checking the drive support cap, customer found it was sticking out. He was advised to discontinue use of the device and revert to his back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.